Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's aunt reported via phone call that the insulin pump's keypad was not functioning properly. The caller reported that the customer had begun placing the insulin pump in the refrigerator in an attempt to correct the keypad issues. Blood glucose level at the time of the incident was not provided. The insulin pump will not be replaced and the caller will not return it for analysis.